Event description:
The customer reported that this unit failed to recognize the battery which could cause the unit not to power up.

Manufacturer narrative:
The customer reported that this unit failed to recognize the battery which could cause the unit not to power up. A philips field service engineer went to the customer site and verified the failure. Replacement of a battery resolved the reported issue. We will consider this failure a malfunction of the batteries.